Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6), implantable pacing lead, (B)(6) 2011, (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) implantable tachy lead was exhibiting a sharp rise in impedances due to a possible fracture brought on by sub-clavicle crush. The lead was removed and replaced. The right atrial (ra) implantable pacing lead appeared to have been dislodged. It was removed and the atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that a high number of short interval counts (sic) had been observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.